Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high" (specific value was not provided); cause was not known. A manual injection was delivered by the customer to address bg level. Reportedly, customer continued to use pump for insulin therapy.